Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew4444 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "frayed wire from a midline insertion." Add info rcvd 03/09/2021: the nurse was not able to remove the wire and noticed that the clamp of the midlines was on. When she unlocked the clamp, she observed the wire come apart. What type of catheter securement was utilized: midline. Was there patient harm reported?: no. Per medwatch rcvd 03/29/2021: "following successful inspection of mid-line to right upper extremity, as the guidewire was removed, there was resistance because the clip was clamped. Clip was unclamped and guidewire came out smooth. It was noted that there was unraveling on the wire at the site of resistance. On examining the wire, looking for tip, the wire further unraveled."